Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (approximately 300 mg/dl). Insulin injections and bolus via the pump were used to address the bg level. The contact was not sure what caused the high bg and thought possibly traveling to a high elevation may have contributed to the bg level. A pump system check was performed and no device issue was identified. The customer's current bg level was 192 mg/dl.